Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose at the time of incident was 600 mg/dl and current blood glucose was 275 mg/dl. Customer reported that they had blood glucose of 68 mg/dl and 270 mg/dl also. Customer experienced the symptom like fatigue related to the high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer report customer does not allege pump was under delivering. Customer was treated with the insulin pump. Insulin pump will not be returned for analysis